Event description:
L ij tlc [left internal jugular triple lumen catheter]. Only brown port with blood return. All ports able to be flushed. Placed [redacted]. Lines still in patient as of [redacted]. Manufacturer response for triple lumen catheter, vantex tlc (per site reporter).